Event description:
Initial ((B)(6) 2025): this reportable incident was received via telephone in reference to compound w freeze off. The consumer was activating compound w freeze off for a wart and it "burst into flames" and caused the hair on her face to be singed. This was the second time the consumer activated the product, she indicated that she had initially used the product the day prior with no issues. The product was activated while she was sitting at the table and she advised it had not been exposed to high temperatures and was not located near a source of ignition or flame. This case outcome is not recovered/not resolved. Meddra version 28.1. Expectedness: thermal burn: unexpected. Device catching fire: unexpected. According to the company reference safety information. Follow up (13-feb-2026): prestige consumer healthcare received the investigation results from the manufacturer. The FDA imdrf codes have been updated, but no other changes were made to the case.

Event description:
Initial (21-oct-2025): this reportable incident was received via telephone in reference to compound w freeze off. The consumer was activating compound w freeze off for a wart and it "burst into flames" and caused the hair on her face to be singed. This was the second time the consumer activated the product, she indicated that she had initially used the product the day prior with no issues. The product was activated while she was sitting at the table and she advised it had not been exposed to high temperatures and was not located near a source of ignition or flame. This case outcome is not recovered/not resolved. Meddra version 28.1 expectedness: thermal burn: unexpected. Device catching fire: unexpected. According to the company reference safety information.